Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two endo clip* iii 5mm clip appliers w/ hemostay clip m/l. The visual inspection of the returned product noted the first instrument noted presence of clips in the tube. The clip counter was no longer active. The cam on one of the jaw legs was disengaged from the driver. The second instrument was partially applied with eight clips remaining. The clip counter was no longer active. No visual abnormalities were observed with the instrument. Functionally; the jaw leg on instrument one was reset in its proper position by aligning the cam with the driver. The instrument was applied to test media. The instrument cycled smoothly and clips loaded into the jaws. All eight remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were applied to prevent the jaws from approximating. The second instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the cystic duct during a laparoscopic cholecystectomy procedure, the clip applier was able to clip only once successfully. At the second firing, two clips came out. Upon the third attempt, the clip scissored and did not close. Clips fell into the patient cavity and were retrieved. A new clip applier was used to complete the procedure with no issues. There was no patient injury as a result of this event.